Event description:
It is reported that the brakes are not functioning properly on a stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not able to be located and thus not available for evaluation. Section h codes have been updated to reflect any changes. H3 other text : device not accessible for evaluation.

Event description:
It is reported that the brakes are not functioning properly on a stretcher. Evaluation by a field service technician was scheduled, but the stretcher was unable to be located for inspection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.